Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 for this event and found a leaking wash line (wash valve to the wash tower). Fse replaced wash line and verified system performance to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the right side of the access 2 immunoassay system. There was no exposure to the hazardous fluids and no erroneous results were generated.